Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient present for follow-up and requested a prophylactically device replacement following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device. Phrenic nerve stimulation on the lv lead was also noted during the follow-up. The physician turned off the lv auto capture. The patient will be schedule for device and lead replacement. Patient was stable.

Event description:
New information notes that on (B)(6) 2017, the device and lv lead were explanted and replaced by a competitor device. The patient was stable before, during and post procedure.